Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. They had a blood glucose level as high as 600 mg/dl. It was found that the customer did not program their basal rates correctly. Instead of 1.25 per hour, they programmed it .125 per hour. Troubleshooting was performed. The customer stated their blood glucose levels were within the range of 300 mg/dl to 400 mg/dl. They did not mention how they treated for their high blood glucose. The device will not be returned for analysis.